Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was recently seen for follow up and noted that one year ago the device showed one year remaining. This most recent check shows less than 6 months left. The magnet rate was at 100 beats per minute (bpm). Boston scientific technical services (ts) was consulted and suggested that the programmer be plugged into a grounded outlet, which when that was done resolved the issues and that since the patient had increased thresholds, that likely impacted the longevity remaining. To date, no adverse patient effects have been reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.

Event description:
The device was explanted and replaced 2.5 years later, for normal battery depletion. No adverse patient effects were reported. The device was returned and is undergoing laboratory analysis.